Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the rear therapy electrodes. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor advised the patient to take off the device to allow the skin to breathe. The patient's irritation improved.